Event description:
Micro puncture kit was used for getting access during procedure. Piece of wire broke off in patient. It was able to be retrieved but there was a portion of the plastic sheath that was left in the patient. FDA safety report ID# (B)(4).